Event description:
It was reported that the tip of the balloon was broken. A 10/4.00 flextome cutting balloon¿ was selected to treat the target lesion. It was noted during unpacking that the tip of the balloon was broken off. The device never went inside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was returned inside the balloon protector cap. During analysis, the balloon was able to be removed without issue. The returned balloon protector inner dimension was at 0.0435 inch using a pin gauge. The inner lumen had detached at the distal tip/balloon bond. The outer lumen had detached at the proximal balloon bond. This resulted in a complete detachment of the balloon from the delivery system. The distal section of the inner lumen was stretched which resulted in the markerbands moving distally. Inner and outer kinks were also identified along their length. Inner shaft kinking and stretching were noted during analysis which was likely caused as a result of excessive force being applied to the delivery system during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tip of the balloon was broken. A 10/4.00 flextome cutting balloon&#10263;as selected to treat the target lesion. It was noted during unpacking that the tip of the balloon was broken off. The device never went inside the patient's body. No patient complications were reported.